Manufacturer narrative:
The ruggles cushing ivd (B)(6) was returned for evaluation. The device history record (DHR) was reviewed, and no abnormalities related to the reported issue were identified. Failure analysis: visual evaluation of the ruggles cushing ivd found that the device was is in used condition with wear and scratching on the surface. The upper jaw was broken off at the hinge. The product lot number indicates a manufacture date of 2020 and the provided sales order# identified that this product was sent to the customer in 2021. Breakage of the jaw may be the result of wear or rough handling over multiple years of use. Root cause analysis: the reported complaint was confirmed. The returned ruggles cushing rongeur was in used condition with the jaw broken off due to wear or rough handling. No manufacturing, workmanship or material deficiency has been identified.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that during an orthopedic spine procedure, the tip of the biting portion of the ruggles cushing ivd up 9 inches 1.5mm x 10 (rn5981) broke off and lodged in the disk space of the patient's spine. After the the breakage, staff "removed the device from the field and attempted to remove broken piece with other instruments, suction, and magnet." It was reported that there was approximately "20 minutes of actively attempting to remove broken piece of instrument from patient." They were not able to retrieve the piece safely, so the surgeon made the decision to leave the broken piece in the disk space. No further intervention were performed after the initial removal attempts during surgery.